Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room with a high blood glucose reading of 600 mg/dl. The customer experienced nausea, vomiting and frequent urination. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer removed the infusion set, and the cannula was not bent. Nothing further was reported.